Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The patient was inserted a quattro catheter without issue and received ivtm therapy. Approximately 20 hours into treatment, the thermogard console (sn (B)(4)) displayed an airtrap alarm. Upon examination, the user observed signs of leak around the patient's bedside likely caused by a leak on the catheter or start-up kit (suk); however, could not be conclusively determined and a catheter leak could not be ruled out at this time. Since the target temperature of 34°c had already been achieved, the catheter was removed from the patient and no further temperature management was administered. No known impact or patient consequence was reported. This references the report of a suspected leak on the catheter. Reference MFR 3010617000-2018-00035 for the report of an airtrap alarm on the thermogard console.

Manufacturer narrative:
The reported catheter leak was not confirmed. No balloon leak observed on catheter. No leakage due to crosstalk observed. All lumens flushed as intended. During functional testing, the catheter was connected to a pressurized inflation device and no leakage was observed. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed related to quattro catheter lot # 75725 and no previous complaint was identified.